Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a battery voltage of 2.6, and a charge time of 20.5 seconds. It was questioned why the device did not indicate elective replacement indicator (eri). The device longevity was also in question.